Event description:
It was reported that two devices "disintegrated" during a right knee scope, metal shavings/flakes in the knee. The shavings were seen after some use of the device. It was felt that too much torque was being put on the device causing metal on metal. The shavings were suctioned out. Another device was used to finish the procedure. There was no pt injury.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. When the device was viewed under magnification, there was light scouring visible on the exterior of the inner shaver and light scouring on the interior of the outer at the distal tip. It could not be determined if the marks were created during the event or during a previous use. Upon eval, the device was assembled and rotated on its own axis by hand to check for friction or metal on metal contact. No degrees of rubbing was detected. When connected to and tested on a generator, the device ran without any issue did not produce any flakes or defects. The device history record was reviewed and no discrepancies were noted. The instructions for use state "excessive 'side-loading' on the blade during use does not improve cutting performance, and in extreme cases, may result in wear and degradation of the inner blade."